Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 30614232m number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on (B)(6)-2021, it was noted that the manufacturing record evaluation was inadvertently left off on the follow-up report #mwr-28102021-0001068589. Therefore, this information was added on this report.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a webster ® cs catheter with ez steer® technology and auto ID and an issue with foreign material in the sterile package occurred. When the nurse took the package out of the box, a black piece of something circular and hard was noticed inside the sterile package. It could be felt from the back side of the packaging. The sterile package was not opened, and the device was not used on the patient. The catheter was exchanged, and the issue was resolved, and the case was continued without any further incident. There was no patient consequence.

Manufacturer narrative:
The device evaluation was completed on 28-oct-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a webster ® cs catheter with ez steer® thechnology and auto ID and an issue with foreign material in the sterile package occurred. When the nurse took the package out of the box, a black piece of something circular and hard was noticed inside the sterile package. It could be felt from the back side of the packaging. The sterile package was not opened, and the device was not used on the patient. The catheter was exchanged, and the issue was resolved, and the case was continued without any further incident. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the webster ® cs catheter with ez steer® thechnology and auto ID. The device was returned without its original package, the foreign material described in the event was not returned. The test cannot be performed due to the catheter returned condition. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated: inspect the catheter packaging prior to use. If the package is open or damaged, return the catheter to biosense webster. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).